Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging in the high 200 mg/dl to 300 mg/dl. The customer reported that the elevated bg was unrelated to pump or supplies and suspected that it was due to thirst. The customer reported that this was normal and declined to provide any further information.